Event description:
It was reported that a pain stimulation implantable pulse generator neurostimulator was implanted in the lower back on the right side after a 7-day neurostimulator trial, and there was a concern that the implant was close to the bladder. It was also reported that there was difficulty finding/locating the implanted neurostimulator ¿spot¿ to charge and difficulty charging the stimulator, and that charging required two people. It was further reported that the belt used for charging was difficult to work with. The patient was advised to contact patient services for assistance with charging and to have the equipment charged and available during the call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.